Manufacturer narrative:
Standard disclaimer on file.

Event description:
Pt was found unconscious by emts. Emts tested pt on suspect device and obtained a blood glucose reading of 280 mg/dl. Pt transported to hosp where reading of 21 mg/dl was obtained. Pt was on life support for 8 hrs and is now at home.